Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user stated that his last cartridge of strips was from march 2024, and therefore, may have expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, the user stated that he was unable to test with dario's representative at that time. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On october 14th the user contacted dario to report high blood glucose (bg) readings. The user reported that since may, his bg readings have been high. The user stated that he tests his bg in the morning while fasting and that his dario device showed an ea1c level of 8.1. The user also reported that compared to the above, the user received an a1c of 6.1 on his bloodwork at the doctor's office.